Manufacturer narrative:
The device was returned to zoll japan and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. Review of the device logs did show messages indicating that no electrodes are connected at power on of the device. This does not necessarily indicate a device malfunction. This is indicating that either the pads are not connected to the device, or that the pads installed are faulty and are causing the device not to recognize the pads. However, the pads used during the event were not returned for evaluation and this could not be firmly established. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed an "attach pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.